Manufacturer narrative:
(B)(4) g2: foreign: south africa. The reamers were returned for investigation. The event can be confirmed as the cutting edge of the reamers are fractured. The characteristic of the fracture surfaces indicates a ductile fracture. It was further investigated under a scanning electron microscope. The fracture surface shows shear dimples in the matrix, which describe a ductile forced fracture. Hardness measurement were performed and found to be within the predefined specification. According to this examination, no material defect can be detected. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and additional similar complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review (B)(4) in order to identify potential adverse trends. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 -2023 -00637.

Event description:
It was reported that lag screw reamer was broken. Patient involvement is unknown attempts have been made and no further information has been provided.